Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self-test, off no power test unexpected restart error test and displacement test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to complete functional test due to prime alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer was changing the set when it hit the piston and it kept squirting insulin. Customer stated that he had a low blood glucose that caused him to be hospitalized on (B)(6) 2016. Customer's blood glucose was 40 mg/dl at the time of the incident. Customer treated with food. Customer stated that insulin was squirting out during the manual prime process. Customer stated that he might have bumped the insulin pump while in use but it was nothing significant. Customer stated that the drive support cap is sticking out. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.